Event description:
Unevenful dialysis treatment initiated at 6:22 am. At 9:00 am, pt was discovered to be cyanotic, and unresponsive. Rinseback initiated, pt transferred to floor and CPR initiated. AED applied while waiting for ems. Nephrologist notified and gave telephone orders to rn for admin of epinephrime and atropine. Pt transferred to ER of hosp. Last bp prior to event was 93/55 @ 8:30 am. This was consistent with pt's bp history on dialysis. Gambro, the MFR was contacted in 2006 to perfomr svc check on centrysystem 3 (machine #6) 3c22182 following pt. Event. Machine was pulled from pt. Treatment area until inspection was performed. Age of machine was 14 yrs with 37916 clock hrs. Gambro tech performed inspection later on as part of co's svc contract. According to the report print out, machine was tested to MFR's space and no corrective action required.